Event description:
It was reported that the right ventricular (rv) lead had non-sustained ventricular tachycardia (nsvt) episodes and an increased sensing integrity counter (sic). The rv lead was capped and replaced. No patient complications have been reported as a result of this event.